Event description:
It was reported that after pre-dilatation was performed several times, the stent delivery system (sds) was advanced to the lesion, but would not cross. The sds and the guide wire were withdrawn to replace the guiding catheter for more support. The guiding catheter was replaced; however, it was discovered that the stent had already dislodged from the sds. The stent was found to be dislodged in the proximal rca and another stent was deployed compressing the dislodged stent against the vessel wall.